Event description:
The pt reported that he was getting ready for bed when he tested his blood glucose and it was 335 mg/dl. The pt's normal blood glucose value is 80-120 mg/dl. The pt reported that he examined his infusion set tubing and noticed that it had separated at the luer lock connection. The pt replaced his infusion set tubing and bolused to reduce his elevated blood glucose. The pt reported experiencing dry mouth and frequent urination with the elevated blood glucose values. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.